Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication during a procedure. Customer stated that the nature of the procedure was spine related and reported a delay of 45 minutes. Customer reported that the required medication fentanyl was removed from a different device. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated device and determined that .net framework software permissions were missing. The field service engineer ran a script in administrator command prompt and rebooted to resolve. Device was tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication during a procedure. Customer stated that the nature of the procedure was spine related and reported a delay of 45 minutes. Customer reported that the required medication fentanyl was removed from a different device. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication during a procedure. Customer stated that the nature of the procedure was spine related and reported a delay of 45 minutes. Customer reported that the required medication fentanyl was removed from a different device. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-jun-2021 to 23-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that that .net framework software permissions were missing. The field service engineer ran a script in administrator command prompt and rebooted to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.